Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned electro-physiology procedure was performed by the customer when the issue occurred, and the procedure was completed as planned by using mobile c-arc. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to emit x-rays. Review of the system log file showed that the errors point to a failure of the 24 v main cabinet source. Upon troubleshooting fse found that the failure in the power distribution unit. To resolve this issue, fse replaced the pdu fan tray and dcps (direct current power supply) on the base of the m cabinet. The defective pdu fan tray was returned to philips for analysis and found that the issue was due to faulty ac/dc power supply as psu1, psu2, psu4 was defective. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using c arc and without any patient impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.